Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: 542 mg/dl, "310 mg/dl or 230 mg/dl", and "230 mg/dl or 120 mg/dl". The patient's grandson took him to the hospital. The patient was admitted into the hospital for 4 hours. It is unknown when the patient went to the hospital in relation with the blood glucose results. The patient was unconscious and his hands and legs felt "rigid." The patient was treated with saline solution at the hospital.